Event description:
Related manufacturer reference# 3006705815-2019-02006. It was reported the patient underwent surgical intervention due to lead migration. During the procedure, the patient¿s lead was explanted and replaced with a new lead. Postoperatively, effective stimulation was reported. Both of the patient's leads are being reported because it's unknown which lead is liable.